Event description:
It was reported that the pump had alarmed. A pump interrogation and review of the logs revealed that a motor stall had occurred on (B)(6) 2013 while the patient was at home. There was no motor stall recovery noted and no exposure to a magnetic resonance imaging (MRI) scan reported. The patient felt "fine" with no symptoms present. This device system delivered dilaudid. It was later reported that after reading the pump yet again the stall had not cleared. The pump was programmed down to the minimum rate and the physician was scheduling a pump replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# j0039971r, implanted: 2000 (B)(6), product type catheter. (B)(4).